Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the guidewire was noted to be fractured, 29.5 cm distal to the step grind, or 0.3 cm distal to the ptfe sleeve distal end. The coilwire was fractured in the rectangular cross-section region just distal to the ptfe sleeve. The distal fractured wire segment was not returned for examination. Dimensional examination: the returned guidewire segment was found to be within dimensional spec. Microscopic examination: further eval using scanning electron microscopy (sem) on the fractured end of the guidewire revealed a circular array pattern on the corewire fracture surface. The corewire fracture exhibited a transverse plane, with no elongation. It is thought that the guidewire fracture occurred due to a torsional overloading. The coilwire appears to have fractured under tension. Pull testing on samples from the same lot number was performed and found to be well within spec. Also, the number of rotations to failure were found to be above spec. It is suspected that the wire was solidly entrapped in the pt's vasculature or another device, beyond the design capacity of the guidewire. Also, the wire was then torqued, probably more than 20 turns until it fractured. The fractured wire was then pulled at a force greater than one pound, until fracture of the coil retrieval sys. It is thought that the guidewire fractured due to torsional overload, with tensile overload of coil. This fracture is considered to be procedure related and not due to device defect or malfunction. There are no indications whatever of any mfg defects in the guidewire.

Event description:
During a ptca procedure and positioning of the guidewire into the first lateral branch, the distal coil separated from the corewire. Difficulty was experienced during attempts to retrieve the segment. The physician elected to stop the procedure. The pt was reported as stable.